Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, impedance measurements of greater than 2000 ohms and noise were observed. Therefore, the lead was removed, and a new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, impedance measurements of greater than 2000 ohms and noise were observed. Therefore, the lead was removed, and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated. The lead was later received for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 15 millimeters (mm) from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.